Event description:
It was reported that during a stenting procedure, after stent deployment and during withdrawal, the balloon of the maverick2 monorail catheter partially separated. The balloon was used as a buddy balloon on a luge guidewire in front of a 3.5x32 taxus drug eluting stent. The balloon was inflated and deflated a number of times opening the saphenous vein graft (svg) to the posterior descending artery (pda). The svg graft was not compliant. When the taxus drug eluting stent was deployed, the balloon was being backed out and it separated from the catheter due to the stent pushing against it a number of times. The entire catheter, delivery balloon and buddy balloon were removed together. A 3.5x12 taxus drug eluting stent was deployed distally to the 3.5x32 taxus drug eluting stent. There were no patient complications. Patient status was reported as 'okay.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.